Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. No battery alarms could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the numbers kept scrolling on the customer's insulin pump. The customer's blood glucose was 149 mg/dl. It was stated the insulin pump had not been bumped, dropped, or exposed to moisture. It was advised to discontinue use and revert to a back-up plan. A failed battery test was also received on the insulin pump. Nothing further was reported.